Event description:
A medtronic representative reported that at the end of a spine procedure, the surgeon was removing the open spine clamp and noted the hex-head of the clamp was becoming stripped. There were no issues with the rigidity of the clamp during the surgery. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Suspect device has not been returned to manufacturer for analysis. Part not returned.

Manufacturer narrative:
Lot # and mfg date provided.